Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported a triangle shape in her superior vision following an intraocular lens (iol) implant procedure. She indicated that her surgeon has told her she has calcifications and increase in floaters. Prk was performed. She never felt like her vision was what it should be and she can't see to trim her nails and the letters on the chart are distorted. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.